Event description:
The user facility reported that the housing broke. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There were no adverse consequences, no medical intervention and no delay.

Manufacturer narrative:
The reported event was not confirmed. A picture was attached at intake. There were no failures found based on a visual observation.

Event description:
The user facility reported that the housing broke. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There were no adverse consequences, no medical intervention and no delay.